Manufacturer narrative:
The meter was received for investigation and the faded segments were confirmed. There was no corrosion in the battery compartment. The investigation is ongoing.

Event description:
There was an allegation of a display issue with the coaguchek xs meter. The customer turned the meter on and the numbers in the date field were only half-visible. When attempting to test, the customer could not see the prompts on the main screen. A display check was performed and confirmed missing segments in the display field. The top and bottom of the 8's were present, middle section of all of the 8's were missing. There was no allegation of a result misinterpretation.

Manufacturer narrative:
Investigation of the returned meter found the battery compartment was contaminated by a leaked battery and the circuit board was contaminated by penetrated liquid which affects the conductive rubber contacts. The root cause of the event was contamination of the contacts due to improper handling or maintenance by the user. Medwatch fields d9 and h3 were updated.